Event description:
It was reported that the customer experienced issues with receiving no delivery alarms. Customer stated insulin would still not go through when pushed through manually with a plunger, while he was disconnected. Customer's blood glucose was 126 mg/dl. He had changed out the set and reservoir multiple times. During troubleshooting, customer disconnected and reconnected reservoir and infusion set and was able to push insulin through the tubing. The reservoir may have been occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.